Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not observed. The ECG data from the event was returned to zoll medical corporation for evaluation. Two of the three segments that were analyzed identified a shockable rhythm, resulting in a "shock advised" recommendation. The results of the "shock advised" message were attributed to the ECG signal failing to meet the amplitude threshold requirements, as well as the number of peaks meeting the criteria for a shockable rhythm. Based on our review of the data we have concluded that the analysis result was not due to a malfunction but rather to the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.